Event description:
This event was reported as insufficiency and congestive heart failure. At explant, dr noted the posterior leaflet of the valve had primarily failed. No further information was provided.